Event description:
During coil embolization of multiple aneurysms at the anterior cerebral and middle cerebral arteries, the physician was unable to detach a presidio coil (pc4100412-30/ (B)(4)) using an enpower control cable (ecb00018200/(B)(4)) and an unspecified detachment control box despite the fact that the detachment light illuminated and the audible signal beeped when the detach button was pressed. The pre-detachment electrical check had been successful (all the lights illuminated upon pressing the power button, and the green system ready light illuminated). The physician re- pressed the detach button five additional times, but the coil would not detach. Because a spare cable was not available, the physician decided to recover the microcoil, which had been placed into the aneurysm. However, the microcoil became detached when approximately 1cm of the microcoil was withdrawn from the aneurysm. The physician managed to implant the microcoil by pushing it back into the aneurysm with the device positioning unit (dpu). This was the first coil implanted into the aneurysm. The procedure was then completed without further issues. It was unknown if the dcb was used successfully in subsequent procedures. There had been no resistance between the coil and the microcatheter, and the microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoro prior to trying to remove the coil, and the microcatheter had not been positioned at a relative sharp angle to the microcatheter. Due to the event, the procedure was delayed for 5 minutes, but the delay was not clinically significant since there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained at all times. No visible damage was noted on the product prior to or after the event. No further information was available.

Manufacturer narrative:
Concomitant products: concomitant devices included enpower control cable and unspecified detachment control box. Complaint conclusion: the device was implanted and not returned for analysis. The control cable used for the procedure was returned for analysis, and it passed electrical and functional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach could not be confirmed since the only product that was returned was the control cable and it passed electrical and functional testing. It is not possible to determine the cause of the failure to detach, and then the subsequent premature detachment; however, procedure/handling factors may have contributed to the event since the devices passed pre-deployment testing. Since there was no evidence of a manufacturing issue related to the event, no corrective/preventive actions will be taken at this time. This is an initial/final MDR.